Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form the manufacturer representative (rep) indicated that the software appeared to behave a normal after updating the system, but exporting a particular exam did not work. The rep indicated that they were unable to import any of the demo exams from the file system and as a result the ssd was going to be replaced.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ssd was returned for analysis. Functional testing found that the component was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system check out and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a fess procedure. The rep indicated that during the procedure the healthcare provider (hcp) registered the patient and then came back in the room and the monitor was completely black, but the system was on. The surgeon rebooted and the system failed two registrations and while the third registration passed the registration model showed as covered in green points, more than a tracer registration would show. The surgeon got a registration value of 0.3, but when navigating the tip of the nose the probe was showing as if it was inside the head. The surgeon aborted navigation as a result. The delay in procedure was less than one hour and there was no reported impact to patient outcome.